Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty interrogating the device. Successful troubleshooting allowed for interrogation of inappropriate shock episode due to oversensing of ventricular tachycardia with noisy signals. Technical services discussed the possibilities of seal plug damage and the system should be re-evaluated. No adverse events were reported.